Manufacturer narrative:
(B)(4).

Event description:
Aptus endoanchors were implanted in conjunction with an endurant stent graft system in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT revealed a type ia endoleak from the left side of the proximal aortic neck. The type ia endoleak is due to the greater curvature of the proximal aortic neck. The aortic neck angulation was about 65-70 degrees. The patient will be monitored. No additional clinical sequelae were reported and the patient is doing fine.